Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented with diaphragmatic stimulation. It was noted via merlin transmissions that the patient was pacing with no intrinsic activity. It was noted that the right ventricular lead exhibited drop in r waves and low impedance. Upon interrogated, good underlying rhythm seen via ECG, but discordance between ventricular bipolar trace. The lead had dislodged, confirmed via x-ray. The lead was reprogrammed. The lead was explanted and replaced. X-ray showed that the patient had twiddled the lead into the subpectoral space. There were no adverse consequences to the patient.